Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received multiple shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. The patient had stated that they had felt a little flushed at the time. There was also double counting with the intermittent twos that led to 5 inappropriate high voltage therapies. It was noted that there was a lead integrity alert (lia) triggered for the rv lead due to high-rate non-sustained episodes and elevated sensing integrity counter (sic). Additionally, it was mentioned that there was r-wave undersensing, and there are consistently high thresholds, noting that an alert for high thresholds had triggered back in (B)(6) 2024. Reprogramming was done and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvpa2d4 ICD, implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.